Manufacturer narrative:
A partial lead was returned in two segments for analysis. The damage fond was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal.

Event description:
It was reported that high pacing lead impedance and high, out of range, capture threshold were observed on the right ventricular lead. Patient was asymptomatic. The jump in threshold and impedance correlate to a patient accident in which he fell off of a ladder. There are no other anomalies. No noise presented on the lead and could not be produced through isometrics and pocket manipulation. The lead was explanted and replaced. No further information was provided.